Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced dampened pressure waveform. The patient underwent right heart catheterization for sensor check. It was observed the sensor was implanted in a vessel smaller than recommended. Reportedly, the patient continues to take pressure readings in the home using the hospital electronics. There was no patient injury or device malfunction present.